Event description:
The customer stated that the clear insulation was rolling up on the shaft of the device during the procedure. It became torn during the procedure as well. There was no pt injury. The device was returned to covidien and visual inspection discovered that webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.